Event description:
The rptr stated that they did meter to hcp meter comparison tests, side by side. Tests were capillary, using the same fingerstick. Rptr's meter reading was 121 mg/dl and rptr's dr's meter (type unknown) had a reading of 158 mg/dl. Rptr did not have any symptoms. A control test was in range, 138 (94-142.) On f/u, the rptr stated that they check the confirmation dot, and they use an accurate technique of applying blood. Rptr cleans their meter on a regular basis, and occasionally uses control solution. No harm was alleged.